Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported failure was due to a shorted tantalum capacitor, designator c33.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer power on with either ac or dc power. The customer also stated that the device had a burning smell to it. There was no patient use associated with the reported failure.